Event description:
It was reported by the patient that the hardware from the surgery that the patient underwent to treat scoliosis was found to be broken approximately 4 years post op. The patient underwent revision surgery to replace the hardware since fusion had not occurred. No additional patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.